Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was problem with geometry movement. Upon further inspection, the fse found that the ny10(interface board) is defective. The fse replaced the interface board. After replacement of interface board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was problem with geometry movement. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.